Manufacturer narrative:
The fse was able to reproduce the reported complaint and replaced the distal setup joint (suj) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The distal suj was analyzed and installed distal onto known good system where 32100 was replicated on startup. Tested the distal suj on patient side cart fixture test platform (pftp) where wrist brake failed to unlock during testing. Aba tested setup fru lower (sfl) board and axes controller tornado (act) board with continued failing results. Tested wrist brake on power supply where brake engaged & disengaged with no issues receiving power. The complaint was confirmed based on the failure analysis. The probable root cause is attributed to failures in the wrist brake and cable assemblies.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, repeated recoverable errors occurred on universal surgical manipulator (usm) #2. Site received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Tse confirmed error 32100 pointing to the distal set up joint (suj). Site power cycled the system a few times, but the issue was not resolved. Tse advised site to disable usm #2; however, site needed all four usm arms for the procedure. After, site called back to report that after disabling usm #2, none of guided setup functions were working: the system would not prompt the user to deploy for draping, docking or targeting, and the table motion could not be turned on. The procedure was delayed for one hour due to the issue. Site was able to manually position the system and install instruments to continue with the procedure. The procedure was completing as planned with no reported injury.